Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons less responsive. Customer's blood glucose level was unknown. Customer reported that act button had to press three times and buttons were harder to press as well as sometimes had to press buttons twice. Customer also reported that not delivering insulin and insulin pump was not reading finger sticks correctly. Customer stated that scratches on screen on the right bottom corner half way up cause¿s issues with her reading the device, insulin pump had rejected new battery, slower during rewind and motor makes grinding noise. Customer also stated that insulin pump received unexplained no delivery alerts. The insulin pump will not be returned for analysis.